Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4) implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain and chronic low back pain. It was reported the patient was having a pump replacement surgery, on (B)(6) 2017, and the catheter would not disconnect smoothly from the pump side port, so the catheter was cut and a proximal revision was done. The patient's weight was noted as (B)(6).